Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after a supply change while using an inset infusion set, with highest recorded blood glucose of 307 mg/dl and duration of hyperglycemia reported up to 12 hours; the user had been announcing meals for correction rather than delivering corrections as intended, and a contact detach set was arranged for trial, with additional guidance provided and a successful set change performed, after which glucose began to decrease. Symptoms included elevated blood glucose without reports of loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included user interview, troubleshooting, and education on proper pump use and infusion set replacement. Investigation of this case revealed user technique and infusion set performance as possible contributors to hyperglycemia, with improvement after guided set change. It was concluded that the event was consistent with hyperglycemia associated with infusion set or use-related factors, and the device functioned as designed once proper use and infusion set change were implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.